Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results and d1-d2 for suspect device information. Updated d4 additional device information, d10 for device return date, g1-g2 for follow-up report submitter g5 premarket identification, and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. A1 patient identifier and a4 patient weight, are not provided.

Event description:
Per complaint (B)(4), implant failed to integrate. No patient impact was reported.